Event description:
During the afl procedure, the tacticath catheter was plugged into the tactisys and precision link, the following message appeared on the mapping screen: "contact force catheter is intended for single use only¿. The catheter was not inserted into the patient. The catheter was replaced and the procedure was completed and there were no adverse patient health consequences.

Manufacturer narrative:
Fsca number: (B)(4). The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.